Event description:
Tips is broken off the drill guide.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Although visual examination found the cap retention pulled apart from the black handle a functional test conducted with a mating screwdriver found the ratchet functioned as intended. Although design improvements to improve the cap retention and the ratchet engagement were established through eco 343292 in january 2011, the instrument is extremely old and worn. The cause is attributed to heavy usage/wear out. The date code pg0804 indicates the product was manufactured in august of 2004 and is over 10 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.